Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat a paroxysmal atrial fibrillation, presented visible air. During rpv, the sheath detached from the right atrium, and another brockenbrough was performed. After the sheath was inserted, a large amount of air was withdrawn during aspiration, so it was replaced with a new sheath due to suspicion of valve damage. Then the procedure was completed without patient complications. The device was discarded.